Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer was advised to disconnect and revert to a backup plan. The customer was advised the we would send a 90 day loaner since he is low. The customer stated that he is just going to start the process of getting a new insulin pump.